Event description:
Pt has tmj implants, inc all metal jaw joints. One day the pt woke up and couldn't open her mouth more than about an inch. The pt has been in horrific pain four months prior to surgery. During the surgery, the surgeon found that five screws had torn out and the fossa had flipped and the screws were pressing into the lamina dura of the pt's brain. The surgeon is debating how to attach the new fossas as the bone has worn and may not be able to support six more screws.